Event description:
Caller alleged discrepant results with the inratio meter compared to the laboratory. Complaint summary: date: (B)(6) 2013; inratio: 1.1; laboratory: 3.6. Pt's therapeutic range was not provided. No further info was provided.

Manufacturer narrative:
Analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. No product associated with the complaint was returned so retain products were used for investigation testing. Retain strip testing results met both accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(4) 2013, (B)(4). Due to this low occurrence rate, no further action is required at this time. No correct action required at this time as no product deficiency was established.